Manufacturer narrative:
Product evaluation: a used cartridge was returned in a specimen cup with the associated iol. Viscoelastic is dried in the cartridge. The cartridge has evidence of being placed into a handpiece. The cartridge tip has heavy stress and a large aneurysm on the bottom left. The cartridge was cleaned for further testing. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated iol and viscoleaitc are qualified for use with the cartridge. Lens and cartridge damage was observed which may indicate a plunger override occurred. The root cause for observed damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Top coat dye stain testing was conducted with acceptable results. Additional information provided in a.2., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after implantation. The procedure was completed the same day with a backup lens. There was no patient harm. There are two medical device reports for this event. This report is for the cartridge.